Event description:
Hearing performance with the device was affected. There was no report of any accident or trauma. There were no changes in health or medication. Increasing number of affected channels was observed over time. In (B)(6) 2019 fitting was changed and a 6 channels map was provided; improvement was observed. It was reported in april 2019 that hearing performance was stable and the user was hearing well. As per further information, the user was re-implanted on (B)(6) 2019. The explanted device has not been returned yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
According to the received information in situ measurements show six channels in high status due to undetermined reasons. Damage to the active electrode is possible, however explant investigation would be needed to determine an exact root cause. Reportedly the recipient is still hearing well after reprogramming and therefore the device remains implanted and in use.

Event description:
Hearing performance with the device was affected. There is no report of any accident or trauma. There have not been any changes in health or medication. Fitting was changed and a 6 channels map was provided; improvement has been observed. The user was in the clinic for follow up. Hearing performance has remained stable and the user hears well. Re-implantation is not considered at this time; the device remains implanted and in use.

Event description:
Hearing performance with the device was affected. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. There is no report of an accident or trauma.